Event description:
It was reported that during prerun testing, error 4 was occurring. The handpiece was given a saline bath and retried, but error 4 occured again. The case was completed with electro-cautery and without any patient consequence. One device is being returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.